Manufacturer narrative:
The reported event could not be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination and verification of the report cannot be made. Allowing the abc handpiece to come into contact with tissue will cause the handpiece nozzle to become occluded and/or cause tissue burns. Tissue contact is warned against in the device instructions for use. Contacting tissue with the abc® handpiece will not cause cardiac arrest. On (B)(4) 2011, an in-service training session was conducted by a conmed representative at the user facility. The physician (who provided the detailed event information), surgical staff and team leaders were present for this training session. The in-service training session provided instruction for proper use of the abc handpiece and abc generator. The instructions for use was referred to for this training session. The conmed bend-a-beam handpiece instructions for use states the following: safety tips: - use the lowest possible power setting on the electrosurgical unit capable of achieving the desired clinical effect. - activation time should be as short as possible. Inspection: these devices should be inspected before use. Visually examine the devices for obvious physical damage including: - cracked, broken or otherwise distorted plastic parts. - broken or significantly bent handle, shaft or connector contacts. - damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration. Warnings: - do not direct the abc® nozzle into open vessels or bury the nozzle into tissue. Failure to follow these warnings could increase the risk of embolism. - only physicians experienced in and aware of argon beam techniques and safety should use argon beam coagulation. - do not activate the electrosurgical unit if the tip of the malleable tube is not in a position to deliver energy to the target tissue. Doing so may cause inadvertent burns. To avoid occluding the malleable tube, care should be taken to prevent contacting of the tip of the malleable tube to tissue. - prolonged use of abc® causes the tip to become very hot and the tip remains hot for a period of time. Do not allow the tip to come in contact with the patient or others after activation to avoid burns. - use of the handpiece without argon gas flow may cause severe tip damage. Notes on use: use aseptic techniques when removing the handpiece from the packaging. Remove the tip protector from the handpiece prior to use. Do not use the handpiece if you are unfamiliar with its operation in conjunction with the argon beam electrosurgical unit. Position the handpiece away from the patient and other persons or equipment when not in use, such as within a safety holster. Always check the integrity of the handpiece insulation, particularly the insulation at the malleable tube distal end, before use. Do not use damaged handpieces. The handpiece must always be protected against physical damage. The handpiece allows gentle bending in appropriate locations along the malleable tube. Use the least amount of force necessary for bending, such as with thumb and forefinger. Do not use instruments to bend the malleable tube. The malleable tube must not be subjected to repetitive bending or severe bending in excess of 60 degrees. Never bend or stress the malleable tube within 1 inch (2.5cm) of the handle or within 1.5 inches (3.8cm) of the tip. User facility retaining suspect device.

Event description:
During procedure bend a beam probe was bent, it broke and slipped through surgeons hand, hit the patient's sternum followed with patient going into cardiac arrest. A more complete description of the event was obtained from the physician. The physician stated, while using the argon beam coagulator to treat cancer on the diaphragm, the patient went into cardiac arrest. When the physician reviewed the handpiece, he notice that the ceramic portion of the tip of the bend a beam probe was cracked and the insulation had melted. The physician was unsure if the probe hit the diaphragm, but stated he felt it was the probe that caused the patient to go into cardiac arrest. The procedure the physician uses for this case requires the probe to be activated for a long periods of time. The user facility will be keeping the handpiece internally for documentation of the case. The suspect handpiece will not be returned for evaluation. The patient has been released from the hospital and is in stable condition at this time.